Manufacturer narrative:
The insulin pump had full segments of the display frozen, due to a defective component on the interface board. No alarms occurred.

Event description:
It was reported by the customer that an alarm occurred on the insulin pump. The customer stated that the buttons were unresponsive and an alarm occurred when she pushed the buttons. The customer also stated that he removed the battery and then put the battery back in but received a blank display and a constant tone. Troubleshooting was performed and the screen went black. The buttons remained unresponsive. Nothing further was reported.